Manufacturer narrative:
Product event summary: the data files for the pscc100 catheter of lot number unknown were returned and analyzed. The returned image showed a part that appears to be most likely a human tissue laid beside a syringe. In conclusion, the reported tissue fragment was confirmed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, resistance was felt in the operation of the guidewire, so the system was stored in the sheath. When the guidewire and catheter were removed from the sheath, it was confirmed that a tissue fragment was attached to the catheter. Despite the issues, the case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, resistance was felt in the operation of the guidewire, so the system was stored in the sheath. When the guidewire and catheter were removed from the sheath, it was confirmed that a tissue fragment wasattached to the catheter. Despite the issues, the case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.